Manufacturer narrative:
Date estimated the clip was implanted and the delivery system discarded. The investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is filed to report cardiac tamponade, medical intervention and death. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that prior to the procedure, a transcatheter aortic valve replacement (tavr) was performed. Then a clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. One clip was implanted, reducing mr to 2. After the procedure, the patient experienced cardiac tamponade which was treated with pericardiocentesis. Per the physician, the tavr procedure was thought to have caused the cardiac tamponade; however no surgery was performed therefore the physician was unable to investigate the cause. There was no reported clinically significant delay in the procedure. On an unknown date, the patient died. The cause of death is unknown. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported death and cardiac tamponade could not be determined. Additionally, death and cardiac tamponade are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported patient effect of additional therapy/non-surgical treatment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.